Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead dislodged shortly after the implant procedure. The lead was capped and replaced during a routine pulse generator change out procedure. No patient symptoms were reported.

Event description:
New information indicated that the right atrial (ra) capped from (B)(6) 2016 was explanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of dislodgement was not confirmed by analysis. During analysis, a failure event was observed, which was unrelated to the reported event. Final analysis found multiple external insulation abrasions that breached the outer insulation and exposed the outer coil at the proximal and distal regions. The cause of external insulation abrasions is consistent with friction to the device can and friction to another device or features of the heart.